Event description:
Procedure: lap appendectomy. Reportedly, the surgeon stated that the device fired and only 3 staples applied to tissue. The stapler continued to cut tissue but did not apply add'l staples. The infected appendix content then leaked into abdominal cavity. A competitive stapler was used to fix the wound. Post operative, the pt developed a temperature and pt was given antibiotics. The pt is doing well now.